Event description:
It was reported that the patient was hurting. The patient thought it was caused by lack of movement at night, and that the electrodes were in the ¿post op hurting healing phase.¿ the patient stated it felt like barbed wire going down her spine. When the patient got up in the morning and moved her arm, she got a ¿rapid fire¿ down the arm. Whatever she was holding would cause weakness in her arm and she would drop it. The patient met with a company representative on (B)(6) 2014, who told her the ¿field was too wide.¿ the device was reprogrammed. The issue was still occurring. The patient went down from ¿150 to 80¿ in the past couple of days, which helped but did not relieve it. It also occurred when the patient had her arm bent for any period, such as reading a book. The patient hadn¿t been able to turn the page in a book for 8 years. The company representative told the patient he would do some more programming once the patient was healed. The patient had an appointment with her primary care physician on (B)(6) 2014. She would discuss following up with the implanter at that time. When contacted for follow up information, the healthcare professional (hcp) reported that they were unaware of the event. It was noted that they suspect that the cause was ¿patient specific¿ as they were at the ¿extreme of sensitive¿. Additional information received reported there was no new weakness, nothing with the stimulator. The patient¿s device was removed because she did not gain benefit from the device. It was noted there was nothing wrong with her spinal cord stimulator. The patient was doing fine.

Event description:
Additional information reported the etiology was due to the programming. The event was possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was pain at the incision site.

Event description:
Additional information received reported that the patient had a sharp stabbing pain at the incision at the right buttock which was the location of the generator. Interventions included medication adjustment, specify medication, dose, route of administration. The medication was topical lidocaine and oral hydromorphone. The entire system was explanted on (B)(6) 2014. The outcome was resolved without sequelae. The etiology was noted as related to the device or therapy and not related to the implant procedure. The severity was noted as mild.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had positional pain. The patients entire device was explanted at the end of (B)(6) 2014. Etiology included possible related to the device or therapy and related to the implant procedure. The patient had an "impulse into her right neck when she reached into the dryer." The severity was moderate and the patient recovered without sequelae on (B)(6) 2014.